Event description:
It was reported that there was a leftover volume at the end of an infusion using pca pump. The pc unit is on software version 9.19 at the time of the event. There was patient involvement but unknown outcome. Bd has learned additional information from the customer. It was reported that the syringe in question was cardinal health branded monoject syringe 35ml ref (B)(4). This syringe had not been validated by bd for use with alaris syringe and pca modules. Bd alaris¿ infusion system user manuals warn against the use of incompatible syringe sizes and models. The use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms and other potential problems.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.